Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If the device is returned, the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed. In addition, codman is expected to received additional information about the adverse reaction. If such information is provided, a follow up report will be filed.

Event description:
Affiliate reports an adverse reaction. No other details are available at the present time.